Event description:
This case was initially received via regulatory authority ansm (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pains") in a female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhage during periods"), back pain ("back pains") and pain in extremity ("left leg pains"). The patient was treated with surgery (surgery with uterus, cervix and tube resection). Essure was removed. At the time of the report, the abdominal pain, menorrhagia, back pain and pain in extremity outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, menorrhagia and pain in extremity with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1527 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.